Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.50/3.0/140 tore during delivery into the eye. On (B)(6) 2023 the lens was removed intraoperatively. On (B)(6) 2023 the lens was replaced with a similar lens model. This resolved the problem. Reportedly, "was injecting the icl in the eye, the icl got stuck in the injector as he was pulling out the plunger. He then pulled out the injector, plunger and icl," and "there was a brief patient contact. Icl was pulled out with no issue." Cause of the event was user error. Claim# (B)(4).

Manufacturer narrative:
H6: work order search found no similar complaints within associated lots. Claim# (B)(6).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.50/3.0/140 tore during delivery into the eye. Reportedly, "was injecting the icl in the eye, the icl got stuck in the injector as he was pulling out the plunger. He then pulled out the injector, plunger and icl," and "there was a brief patient contact. Icl was pulled out with no issue."